Manufacturer narrative:
This is one event for the same patient involving two separate products. The date of death was not reported and is unknown. Additional information has been requested and will be submitted upon receipt accordingly. The code 3191 was used to report the coronary insufficiency.

Event description:
The plaintiff's attorney alleged that the patient experienced coronary insufficiency and expired. It was also alleged that the event occurred due to the administration of the product for dialysis treatment.